Event description:
It was reported that episodes of over-sensed noise were noted from this s-ICD. The episodes were untreated and did not result in inappropriate therapy. Technical services was contacted and confirmed the noise was most likely the result of sense node b artifacts. Ts provided troubleshooting options which were subsequently performed. The physician elected to reprogram to the secondary sensing vector and continue with remote monitoring. Additionally, high, but still-range shock impedance measurements were noted (165 ohms). At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.